Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced right ventricular (rv) exit block and it was indicated that the rv lead had microdislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.